Event description:
It was reported that the patient had therapies withheld due to t-wave oversensing by the right ventricular (rv) lead. The lead was r programmed with no further t-wave oversensing observed in the clinic. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.